Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had no power and the battery compartment had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/02/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/08/2016 with the following findings: continual rebooting was observed in the pump's black box data on the complaint date. The power rebooting was duplicated using the returned battery cap. The pump was run on a 24 hour basal program using a test cap with no intermittent power occurrences. A test cap securely attached to the pump. There was a battery compartment crack on the side of the battery compartment. The battery cap was damaged.